Event description:
Boston scientific crm received information that this patient experienced a syncopal episode of an unknown etiology. The field representative was paged and interrogated the device. The pacemaker was found to be operating normally and the cause of the syncope was still unknown. No further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.